Event description:
It was reported that the bd discardit¿ ii syringe had foreign matter in it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on the picture you can see a foreign particle"

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-aug-2021. H.6. Investigation: a device history record review was completed for provided material number 300928 and lot number 2010156. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one picture sample and reference physical samples were returned for evaluation by our quality engineer team. Though examination of the picture sample, a black mark in the plunger of the syringe was observed; however, the reference samples did not present any issues. Based on the picture sample, we could not confirm the issue as breakage of the plunger. Black lines in the plunger may occur due to an injection problem with the molding process; therefore, at this time it has been concluded that the plunger has black lines embedded within it. Due to the high working temperatures in the molding machinery, if the gases are not properly expelled, burnt particles may result. This is considered a cosmetic defect only as the black markings are embedded without the possibility of detachment. The black mark should not affect the performance of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe had foreign matter in it. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "on the picture you can see a foreign particle".